Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The ICD device data was inspected. An evaluation of the available data of this particular device revealed the eri battery status. The battery state of discharge was found normal and as expected. There was no indication of a material or manufacturing problem. Should further relevant information or the device itself become available this investigation will be updated.

Event description:
It was reported that the device was explanted due to eri status approx. 49 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be updated.